Event description:
A malfunction alarm was reported with code malf 16, but there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to a manual daily injection backup therapy for insulin delivery.